Manufacturer narrative:
Batch review performed on 19 may 2020: lot 1904322: (B)(4) items manufactured and released on 05-sep-2019. Expiration date: 2024-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a shifted cup, and the cause of the shifted cup is unknown. The surgeon revised the cup, head, and poly 2 months after primary. The stem was left in place as it appeared to be stable, and the surgery was completed successfully.